Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, capture and sensing anomalies. When the leads tested normal, the pulse generator was replaced.